Manufacturer narrative:
Date new information provided: 04/06/2017. Root cause: this customer returned power supply was tested with no failures identified. This air flow sensor s/n - (B)(4) was tested with no failures identified. This exhalation flow sensor s/n - (B)(4) was tested with no failures identified.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure; the device is noisy even when the fan is off. The customer reported there was no patient involvement.